Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she needed assistance for programming settings on her replacement pump. Customer stated that she had surgery on her left shoulder and it was not diabetes related. Customer's blood glucose was over 500 mg/dl. Customer treated her blood glucose at the hospital. Customer was assisted with programming the pump and her max basal. Customer was referred back to her health care professional for further assistance.